Event description:
Follow up information obtained identified a company representative spoke with the patient, the patient was reportedly doing well and there was no pain at the pocket site. Also, there was no next course of action planned at this time.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of pain at the scs ipg site. The patient stated the ipg was tilted sideways and was protruding outward. The patient stated he was in pain and had consulted with his physician for possible surgical intervention to address the issue.